Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the motor stall recovered within two hours and ¿recovered fine¿ after the MRI. However this was conflicting information as it had been previously reported a stopped pump may exceed tube set message was seen.

Event description:
It was reported that following a catheter revision approximately a month ago, the patient had been going through withdrawals. The pump was interrogated and the screen noted that a motor stall occurred and the stopped pump may exceed the tube set. The drug in the pump was baclofen. It was later reported that the stall did recover. The patient had had a magnetic resonance imaging scan. It was noted that the patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8590-9, lot# n261222, implanted: (B)(6) 2010, product type: accessory. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).